Event description:
It was reported that the patient had a controller fault alarm. Interrogation indicated to exchange the controller so a controller exchange was performed. The event log confirmed a controller fault on (B)(6) 2022 due to a backup battery test circuit issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a controller fault alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Controller fault alarms coincident with backup battery test circuit faults were active on (B)(6) 2022 from 06:26:23 ¿ 08:02:58. The alarms did not clear. The driveline was disconnected on (B)(6) 2022 at 08:01:50 and the controller was shut off at 08:02:58. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed; however, following burn-in testing, another self-test was performed and a controller fault alarm was active. During further investigation, the backup battery was reseated and underwent burn in testing again. No alarms were able to be reproduced during testing; therefore, no further troubleshooting was performed. The system controller was able to operate as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.